Event description:
Plaintiff alleges that as a result of exposure to allerges released from the latex gloves, was suffered from latex allergy, immediate-type hypersensitivity reaction to latex, asthma and other several debillitating related medical impairments. Alleges experiencing physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's spouse alleges loss of consortium.